Manufacturer narrative:
This is our initial and final report on this incident.

Event description:
Ih-1000: false positive anti-b and control on ih-card abo/d(dvi-)+rev a1, b (ref. (B)(4), lot 9539020, expiry 1/25/2027). Tube testing was consistent with the patient being a positive. Trace analysis shows pipettor washing steps completed as expected. No errors noted during these steps. Card pipetting order performed in wells 4, 3, 2, and 1, which does not concur with inter-well carryover plausibility. The sample processed immediately prior (26ab-03b028) showed strong (++++) o positive reverse reactions. Given the strength of this reaction, there is a plausible risk of inter-sample carry-over, particularly if the previous sample had a high-titer anti-a. The similar unexpected agglutination pattern observed in both the control well and anti-b well supports this hypothesis. Conclusion: trace analysis shows pipettor washing steps completed as expected. No errors noted during these steps. Card pipetting order performed in wells 4, 3, 2, and 1, which does not concur with inter-well carryover plausibility. The sample processed immediately prior (26ab-03b028) showed strong (++++) o positive reverse reactions. Given the strength of this reaction, there is a plausible risk of inter-sample carry-over, particularly if the previous sample had a high-titer anti-a. The similar unexpected agglutination pattern observed in both the control well (4) and anti-b well (2) supports this hypothesis.